Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8120700, model: sc-8120-70, serial: (B)(6), batch: 263996a.

Event description:
It was reported that the patient was experiencing pain at the ipg site as it became superficial and protruding. A pocket revision was initially planned however, during the procedure, the physician noted that the lead had high impedances and appeared damaged. The physician opted to cut the lead and remove the ipg. No device malfunction suspected. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.